Manufacturer narrative:
Exact date is unknown. This report is for one (1) unknown end cap. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown end cap. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation surgery for the humerus on (B)(6) 2018, that was performed with the humeral nail multiloc. After the surgery on an unknown date, the patient¿s radial nerve got paralyzed. During a follow-up observation, it was noted that patient had some obstacles in the hand movement. This report is for one (1) unknown end cap. This is report 4 of 4 for (B)(4).